Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes the center of stopper is missing. The following information was provided by the initial reporter: missing bung from sst tube. She gave me an sst tube with missing grey bung from the rotorua collection rooms. The overcap is present just the bung is missing.